Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system leaked fluid. Customer reported that the leaked fluid had accumulated in the drip tray inside of the integrated closed tube aliquot system (ctai) compartment. Customer reported that the leaked fluid was on the outside top of the fluidics reservoir, on the syringe drip tray, and on the base/frame of the ctai. Customer indicated that the leaking material had also dripped outside of the ctai onto the floor and had dried. Customer indicated the residue of the leaking material was crystalline in nature. Customer reported that the volume of the leak was less than 200 ml. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) isolated the leak to the back of hamilton sample syringe valve. The fse replaced the leaking sample syringe valve.

Manufacturer narrative:
(B)(4).